Manufacturer narrative:
A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(6). There were no other similar complaints found during the searched period. The investigation is ongoing. No findings available at this time.

Event description:
A customer reported potential discrepant results for testosterone samples on the aia-900 analyzer. The customer stated that samples less than 200ng/dl were automatically reran on the analyzer, and most samples do not meet criteria of being less than 10 percent (10%) different of the original value when reran on the analyzer. Note this criteria is set by the lab and not a tosoh criteria. The patient samples were reported out to the physician; however, no patient treatment was affected. No patient result values were provided, but the customer stated the problem only occurs when the patient sample is on the lower end of range for the assay and rerun results are greater than a ten percent (10%) difference than the original result. Technical support specialist (tss) sent mac controls for further troubleshooting. The analyzer is not down. A field service engineer (fse) was dispatched to further investigate the potential discrepant results for testosterone. There was no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
A field service engineer (fse) reached out to the customer by phone and was unable to confirm the reported issue. The fse requested the customer run a precision test on quality control (qc) to rule out any analyzer issue. The fse had the customer run the mac controls to determine if this is an issue with the analyzer. The customer ran a n=10 (ten samples ran ten times) precision on level 1 mac quality control (qc) with a median result of (B)(4) ng/dl, standard deviation (sd)(B)(4) and the coefficient of variation (cv) of (B)(4). Cv range is to be less than (B)(4). The fse stated that a cv of (B)(4) is very low, indicating that the reported issue is not traced to the analyzer. The customer ran a level 1 precision on the mac controls, result indicated the precision was within cv range. Fse referred the customer to a tosoh clinical support specialist (css) and technical support specialist (tss) for confirmation of the cv results. The customer provided the results. The tss reminded the customer that they were running a lab reference range of 7ng/dl-2200ng/dl and the tosoh package insert range for testosterone is 10-2200ng/dl. Tss confirmed that the results of the linearity report and precision data results were as expected. The issue appears to be from the customer using the incorrect lower range limit; the percent difference falls within acceptable limits with the correct range. The aia-900 is operating as expected. No further action required by tosoh technical support. The analyte application manual for testosterone states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: ¿ after calibration, two levels of controls are run in order to accept the calibration curve. ¿ the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). ¿ after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve and the assay results before reporting patient values. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack testosterone, the highest concentration of testosterone measurable without dilution is approximately 2200 ng/dl, and the lowest measurable concentration is 10 ng/dl (assay sensitivity). Although the approximate value of the highest calibrator is 2200 ng/dl, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 2200 ng/dl. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Samples from patients who had an injection of fluorescein, which is used in fluorescein fundus angiography, may cause falsely elevated results. Samples containing fibrin may exhibit either falsely elevated or falsely decreased results. Fibrin must be eliminated in the sample before assay begins. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reportable event was not traced to the analyzer, no problem detected. The customer was using wrong assay range.